Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2016 to explant and replace the ipg which in turn resolved the issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had gained weight, and was subsequently unable to charge the ipg. The programmer was unable to communicate with the ipg either as confirmed on (B)(6) 2016. Surgical intervention is planned as the next course of action.